Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pump was showing signs of bearing wear, end of life symptoms and the pump had stopped. A decision was made to exchange the pt's lvad with another lvad.